Manufacturer narrative:
Device passed displacement and self tests; it failed sleep current measurement and active current measurement tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. After further review, there is corrosion and rust inside the battery compartment, on the battery board underneath the battery compartment, on multiple components located on the backside of electrical board above the keypad connector, and on the pins of the lcd connector located on electrical board 2.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump shut off and was not working properly. Customer had gone swimming and soon after 30 minutes and the insulin pump began to reset. No harm requiring medical intervention was reported. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.